Event description:
Only partial information being available. (B)(4).

Manufacturer narrative:
The investigation based on the incident report has led to the following conclusions: when the calf fixations are correctly fixed, the legs of the pt being transferred cannot slip off of the footplate. When the chest fixation straps are correctly fitted, it is impossible to fall off the hoist onto the floor. It is recommended to give the care giver a full training on the correct use of the sara3000, which would have avoided this incident from happening. The operating instructions of the sara3000 indicate limitations on the pt's abilities to have to be taken into account when using the sara3000.